Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section b5: additional information received indicates that the femoral artery¿s suitability was verified on angiography or venography (mynxgrip only) including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was normal vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. There were no anticoagulants, antiplatelets or any thrombolytics used. After use of the device, hemostasis was not perfect as there was a small swelling hematoma. Hemostasis was achieved by doing more manual compression for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. As reported, after use of the 5f mynxgrip vascular closure device (vcd), hemostasis was not perfect as there was a small swelling hematoma. There was no reported patient injury. Hemostasis was achieved with manual compression. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was normal vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The sealant was deployed to the proper location. There were no anticoagulants, antiplatelets or any thrombolytics used. Hemostasis was achieved with manual compression for less than 30-minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was disengaged from the black handle, the syringe was connected to the device with stopcock close, and the procedural sheath was observed to have been on the outer cartridge tubing, near to the shuttle hub as received. The sealant and advancer tube were not returned with the device. The condition of the returned device indicates a complete removal of the device. No visual damages or anomalies were observed. The balloon was inflated with water, and pressure was maintained. The shuttle was retracted and properly engaged to the black handle as intended per the mynxgrip instructions for use (IFU). No functional non-conformities were observed. A product history record (phr) review of lot f1809901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to achieve hemostasis¿ was not confirmed through analysis of the returned device since the sealant and advancer tube were not received, therefore, a complete physical investigation could not be performed, and there were no issues noted with the returned components. The exact cause of the issue experienced by the customer could not be conclusively determined. Based on the product analysis and information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, patient factors, pharmacological factors and/or handling factors of the device are possible since the returned device showed complete removal from the patient and no anomalies were noted. Failing to achieve hemostasis immediately after vascular closure and access site hematomas after a catheterization procedure are a common procedural complications and are listed in the product¿s instructions for use (IFU) as such. These bleeding events are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1809901) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, ¿when using a mynxgrip vascular closure device (vcd), hemostasis was not perfect; however, the customer did not remember the reason exactly¿. There was no reported patient injury. The product will be returned for analysis.